Manufacturer narrative:
The complaint notification associated with this device described that there is play in the axis of the knee joint. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on january 9th, 2017. After evaluation we can confirm that one bolt in the back of the knee joint disengaged causing play. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that there is play in the knee joint / axis. No fall or injury occurred due to this failure.